Event description:
Tubing found to be leaking, small hole noted in the upper part of tubing that sits in the air detecter part of infusion pump.====================== health professional's impression======================doesn't know